Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed self-test. Unit was received with unresponsive up arrow button due to corroded keypad traces. Unable to perform displacement test due to unresponsive up arrow button. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit was received with cracked case on the back at the battery tube area, case at belt clip rails corner, retainer and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged. Unit was received with missing display window cover and serial number label.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.